Event description:
It was reported during a roux-en-y procedure, that the surgeon thought that the device cut through the vessel using the advanced hemostasis button but that it did not coagulate properly. Bleeding ensued and was controlled by converting to open and sealing the vessel using suture. The surgeon then completed the procedure using the same instrument and continued to use the advanced hemostasis button as well. No other issues with the device or patient were reported. Patient stable at end of procedure the device has been discarded.

Manufacturer narrative:
(B)(4). Device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information received from the sales rep: what technique was used with respect to the advanced hemostasis and the min/max button. The surgeon tends to use min and advanced hemostasis most. He will occasionally use min at the end of the cycle of advanced hemostasis in order to complete the transection. Percentage of time the advanced hemostasis button or the min/max button were used? Advanced hemostasis: 30% min: 40% max: 30% (this is an estimate) did the surgeon recall hearing the second tone when using the advanced hemostasis button? Not on this particular activation; however, the second tone was heard at other points in the procedure. Where was the advanced hemostasis used? In this case, he was only in the mesentery before the mishap occurred. He used advanced hemostasis on large tissue bundles that appeared to contain vessels. Where was the min/max button used? Mesentery. What was the surgeon¿s rationale for converting to open, rather than continuing the procedure laparoscopically? He could not stop the bleeding laparoscopically. Was the convert to open a direct result of not achieving hemostasis with the harh45? Yes. How long has the surgeon been using the harmonic +7 device? Several months. Was the surgeon in-serviced prior to using the harmonic +7 device? Yes. Did the gen11 display any yellow alert screens during the procedure? No. What power setting was the generator on? 3 and 5. Was the power level of the generator changed to achieve better coagulation when the mild bleeding occurred? No. What is the surgeon¿s typical steps to use the device? (Such as waiting to hear tone 2, etc.) The surgeon tends to use min and advanced hemostasis most. He will occasionally use min at the end of the cycle of advanced hemostasis in order to complete the transection. How much blood was lost? (Cc¿s) not sure. Was a transfusion required? No. Were you present for the procedure? Yes.